Event description:
Reported by reporter as: "surgery as a result of the failure of your product".

Manufacturer narrative:
The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Inamed is unable to determine what is meant by the reported event of "surgery as a result of the failure of your product" until additional information is received. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Inadequate weight loss is addressed in the labeling. Inamed does not guarantee that every patient will achieve desired weight loss.